Event description:
It was reported that the patient suffered severe bradycardia (heart rate down to 23 bpm) during insufflation. The procedure was paused and the patient's heart rate stabilised, but the operating consultant chose to abandon it.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).